Event description:
Ous MDR - it was reported that approx. 61 months after the implantation this ICD was explanted due to battery depletion. The status eos was noted via home monitoring on (B)(6). A day before the battery status was 17% at 2.89 v.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. Matching the clinical observation, the device status was eos, and 22 charge processes had been documented. The analysis of the device data showed that the eos status was activated during an automatic formation on (B)(6) 2017. Subsequently, a message was triggered automatically in the home monitoring system to inform the user about the occurred eos status. In a next step, the eos status was removed with a technical programmer, and the ICD underwent an electrical function check. First, the current uptake of the ICD was checked, which proved to be unremarkable. Following this, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. Following the detection, a charge process took place, which led to reactivation of the eos status. The ICD was then opened. The visual inspection of the inner structure did not show any irregularities. The battery voltage was measured directly. A discharged battery was detected. The electronic module was connected to an external voltage source and underwent another electrical function check. The antibradycardic output signal was normal and still matched the programmed values. A fibrillation signal was supplied, and the device reacted in conformance with specifications with a defibrillation shock. The specified energy level was reached. The current uptake of the electronic module was normal and as expected. There were no indications of a malfunction of the electronic module. The battery was then returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which did not show any anomalies. Following that, the voltage and the heat tone of the battery were examined. The measurement of the battery voltage was able to confirm a discharged battery. A performed microcalorimetric measurement showed an increased heat tome of the battery. The battery was then opened, and the inner structure was visually inspected. The visual inspection found damage to the insulation. This damage enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, the ICD had been implanted for 61 months. The therapy functions of the electronic module were tested with an external voltage supply and did not show any indications of a malfunction. Further investigations showed that an increased battery-internal self-discharge had contributed to the clinical observation.